Event description:
The customer reported via phone call that she received a replacement battery cap, which worked for a while but is now having battery issues again. The battery on the insulin pump depletes after 4 hours of use. The customer stated that she is only able to bolus and cannot go to other screens. She stopped using the insulin pump on 6/13/2015. Blood glucose value was 162 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.